Manufacturer narrative:
(B)(6). (B)(4). The device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat vertebral compression fracture at l3. During procedure, cement leaked out of the upper part of the vertebral body when the surgeon injected 1.5cc of bone cement into the right side. Injection was immediately stopped and after the cement hardened, the surgery was completed there. The surgeon commented that the patient had anterior wall fracture and he explained to the patient about the possible risk of bone cement leakage before the surgery. No patient complications were reported.